Event description:
Stryker 3.2mm twinfix used in reconstruction for slil tear (rasl) procedure. Legiments also repaired. Patient was immobilized for six weeks, then began a/aarom upon return. The xrays demonstrated disassociation of screw head from hardware.

Manufacturer narrative:
Actual device is not available to stryker for evaluation.